Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Manual insulin injections were administered and the pump supplies were changed to address bg level. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.